Manufacturer narrative:
(B)(4)

Event description:
It was reported that the t2 implant failed to deploy from the fast-fix 360 curved device. T1 deployed normally. T2 did not deploy despite correct surgical technique and audible click after pushing the release trigger all the way. T2 was retrieved from inside the knee joint, the suture trimmed and a new ff360 curved used. The surgery was successfully completed using a further 4 x ff 360 curved. A short delay of less than 30 minutes was reported. There was no report of patient injury associated with this event.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. UDI: (B)(4).